Event description:
In 2009, it was reported that the pt had a catheter revision two weeks earlier because the previous catheter was not in place. A request for additional info was made to the pt's managing physician on record. The following info was received: following implant, the programmed dose of baclofen was 110 mcg/day. The pt was lost to follow up after the initial pump placement. The pt returned to the physician in 2007. At that time, the pt's mother reported the pt became tighter within weeks of arriving home and that the tightness had persisted. The pt's legs had a good degree of spasticity. The physician explained that typically 5 or more visits over the first several months after implant were required to titrate the drug into a zone that would provide the pt benefit. At 110 mcg/day, the pt was essentially at the second "turn up" from the start and was well short of what the physician expected a child of this patient's size needed. The pump was increased to 140 mcg/day. The physician anticipated that the pt's dose would need to be increased again and asked the pt to return to the clinic in 2008; earlier if needed. The pt returned to the clinic the following month, and at this visit, the dose was increased to 180 mcg/day. The physician was still not seeing the effect that was expected with the infusion. The physician orders were given to increase the pt's dose by the home infusion group by increments of 30 percent until the pt was more comfortable. The pt had not been seen by the reporting physician since the visit of 2008, so the physician had no info regarding the recently reported catheter revision.